Event description:
The astron self-expandable stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a severely tortuous segment of the mid left iliac artery. During stent placement, the tortuous course of the common iliac artery made advancement difficult. Despite repeated attempts, the stent could not reach the lesion site. Upon withdrawal, significant kinks were observed in the mid- and distal segments of the stent. After replacing the stent with a new one, the lesion site was successfully reached, and the procedure was completed.